Event description:
It was reported that a patient presented with loss of radio frequency telemetry, an unspecified malfunction, and another noted telemetry issue. Corrective programming changes were made. The patient was stable throughout.